Manufacturer narrative:
The unit was returned for failure analysis but the reported failure "intermittent bipolar energy," could not be reproduced on the erbe connected to the system. Log review could not confirm the fault occurred in the field. On visual inspection, the bezel had a crack top left corner. The unit energized and cauterized and all ports recognized instruments on the system. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site was having issues with the erbe utilizing bipolar energy. The surgeon noted the bipolar instruments were not cauterizing as effectively as expected. The bipolar instruments were replaced with backup instruments of the same type and the energy cord was exchanged. The bipolar reportedly worked intermittently. The erbe tones were appropriate, but the energy stopped. The procedure was delayed significantly due to the bipolar issue. The patient lost approximately 300 ml of blood during the procedure. The surgeon maintained hemostatis with avitene, a hemostatic agent. The procedure was completed robotically with same da vinci erbe generator.